Event description:
It was reported that, upon start-up, the pump showed a system failure message. No patient injury was reported.

Manufacturer narrative:
No additional information has been received to date. A product sample was received for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
B5: additional information received on 13july2022 via email and attached to complaint object: no patient involvement was reported. Performing a pm on the unit when error message appeared.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H4: device manufacture date: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection found the device in good condition with no appearance of any physical damage; however, the tamper seal was missing from the plunger assembly. There was evidence of the error or reported problem recorded in event history log. The reported problem was not duplicated. The investigation was unable to determine the intermittent of the error. No physical or any other damage was found on the speaker. Since no fault was found, no corrective action was needed; however, the speaker was replaced as preventive measure. The root cause of reported problem was unknown. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. An internal CAPA has been opened and this issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional corrective actions will be taken., corrected data: correction: d4: model number: 3500; h4: mfg. Date. 27-aug-2013.